Manufacturer narrative:
Review of the pcr curves for the runs show no abnormalities. Normal amplification is observed for all target channels which were called positive. No instrument issue was identified. The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from a patient with a low titer or from lab cross-contamination, or from sample handling. Note that samples near or below the lod of the test may generate wavering results on repeat testing. The product is performing as expected and no systems related issues were identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for two patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample for patient 1 initially generated a sars-cov-2 negative, influenza a and b positive result. The same sample was retested on the same cobas liat analyzer and generated a sars-cov-2 negative, influenza a negative and influenza b positive. The alleged sample for patient 2 initially generated a sars-cov-2 negative, influenza a and b positive result. The same sample was retested on the same cobas liat and generated a sars-cov-2 negative, influenza a positive and influenza b negative. All results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 MDR will be filed.